Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The electrical continuity passed. Additionally scratches on the maintube were observed, though not reported by the site. The distal end of the main tube has various scratch marks with light material removal. Engineering concluded this may have likely been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported during a da vinci si procedure that the fenestrated bipolar forceps instrument was damaged. No other information was provided. No patient harm, adverse outcome or injury was reported